Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer reported that there was one large air bubble in reservoir and three small ones in the infusion set. Customer's blood glucose was 223 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. After troubleshooting, customer was advised to change infusion set. Customer also reported of having blood glucose of 52 mg/dl which was treated with manual injection.